Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received or evaluated on site; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis using an ak 96 machine, it was reported that there was excessive "dehydration" of 500 ml. Treatment was terminated. It was reported that the "patient's weight was 0.5kg lower than the dry weight". There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.